Event description:
Intuvie received a report from right way medical stating that during service the infusion pump's speaker wires became detached from speaker. No additional information was provided in the report. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from right way medical stating that during service the infusion pump's speaker wires became detached from speaker. No additional information was provided in the report. A review of the device's serial number history revealed no similar complaints. The speaker assembly was replaced to resolve the issue. The failure mode was confirmed; however, the probable cause remains undetermined. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).